Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a battery out limit alarm. Customer's blood glucose value was 162mg/dl. Customer stated the pump alarmed after battery change. Customer had received multiple batt out limit alarms when batteries are out of the pump for less than one minute. Insulin pump will be returned for analysis.